Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Under-infusion. The pump stopped infusing and the back-up alarm went off. The run light kept going as if the pump was still infusing. No patient injury reported.